Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse cleaned build up from ise bottle tubing and replaced block 2 for ref (reference) electrode, potassium electrode, sodium electrode, chloride electrode and ref electrode which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results and getting 8186 sample pot liquid sensor error on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for six (6) patient samples.